Event description:
A ventilator was returned to a third-party service center for service. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed during testing of the control and monitor pressure verification test steps for this trilogy device. The third-party service technician recommended replacing the device¿s sensor board to address the two failed test steps found on this device. No part replaced per the customer request. No repair was performed. Additional findings not related to the malfunction/issue was an e-291 (check circuit) was found during the evaluation of the service error log. The tubing was checked on the device. The following parts were replaced on the device: inlet air path, pollen filters, and removable air path foam.